Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown as no response was received by the customer. Additionally, the burnt plastic distal end cover is likely due to the usage of a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected and prevented in accordance with the following IFU. Instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope. Instruction manual gif-ez1500 operation manual_4.3 using endo therapy accessories contains warnings for when using high-energy treatment devices. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air/water cylinder, the air/water tube, the jet tube had foreign objects, and the plastic distal end cove had a burn. There were no reports of patient involvement.